Manufacturer narrative:
Weight, race, ethnicity: unk. Date of event: unk PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +2.5/+4.0/085 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6)2021 the lens was repositioned due to lens rotation which did not resolve the problem. The cause of the event is reported as device: "icl rotation."

Manufacturer narrative:
On (B)(6) 2022 the lens was exchanged with a longer lens. See MFR rep# 2023826-2022-00544 for replacement lens. Claim# (B)(4).